Event description:
The patient reportedly chose to have their cochlear implant explanted and be reimplanted with newer technology. During explant/reimplant surgery, the surgeon reportedly was unsuccessful in inserting the electrode array of the new device. The patient was not reimplanted. The surgeon reported that the patient will continue to use their contralateral cochlear implant.